Event description:
Caller reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was within a normal range, indicating no adverse impact. Technical support advised the caller to reconnect the pump using the original charging supplies, and as a result, the pump began charging again, resolving the issue without the need for further assistance.